Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided by technical support, and the caller plans to reset the pump when ready, with instructions to follow up if the issue persists.